Event description:
It was reported that the device exhibited the error code 41786. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 - manufacturing plant address, city, and zip code corrected. One device was received for evaluation. Visual and functional testing was able to verify the reported problem. The root cause was unable to be established. The main board was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.